Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to 5mm to occlude the vessel. The physician then inserted a stent delivery catheter and deployed a stent into the vessel. The physician removed stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician then needed to perform a post dilatation on the stent and reinflated the occlusion balloon to 5.5mm to occlude the vessel. Before the physician was able to perform the post dilatationn on the stent the occlusion balloon deflated. The device was removed and patient is reported to be fine.